Manufacturer narrative:
Product was returned for analysis. Further information found upon analysis will be reported in a supplemental report.

Manufacturer narrative:
Event summary: patient data files analyzed and do not show any issue on the date of the procedure. Upon visual inspection of flexcath sheath 4fc12 / (B)(4), results showed that the shaft was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Further dissection showed the hemostatic valve was leaking. In conclusion, the reported issue has been confirmed through testing. The flexcath sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, air was coming into the sheath through the 3-way stopcock while all ports were covered. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.